Event description:
It was reported that the monitor had no image, no scope image and no color bars when no scope was connected. There were no reports of patient harm.

Manufacturer narrative:
Olympus technical assistance center advised the customer to move the serial digital interface (sdi), cable from sdi-out 2 to sdi-in 2 on the monitor and the image was restored. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. The device was not returned to olympus for inspection, and therefore the customer's complaint was not reproduced. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "no image displayed" malfunction would likely be related to mistake on the connecting method of the cable to the monitor. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.